Event description:
The customer reported that following a cardiac catheterization procedure, a vasoseal es was deployed. It was reported that much stress and tension was applied to the j segment while advancing the dilator. The collagen was successfully deployed and hemostasis was achieved, however, it was subsequently realized that the j segement broke off and remained inside the pt. A fluoroscopy failed to reveal the segment. No further complications were reported.